Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated 1 time by the lifevest. The patient's neurological status at the time of the event is unknown. Supraventricular tachycardia (svt) contributed to the false detection. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons were also pressed after the treatment was delivered. The response buttons functioned appropriately. No injury was reported from the treatment. The patient went to the hospital for evaluation. The patient continued to use the lifevest. No deficiencies were alleged against the device. The patient experienced induced vt after the first shock. Patient received an appropriate shock during vt. Post shock rhythm was sinus tachycardia at 140 bpm. A us distributor contacted zoll to report that the patient developed blistering following a treatment. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of irritation is unknown. There is no indication of a reportable serious injury per sop 90e0012-a99 severity matrix and reportability determination flow chart: rash, low severity, no medical intervention, outcome unknown.

Event description:
Per additional distributor information, a us distributor contacted zoll to report that a patient was treated and received burns to their lower right back from the lifevest equipment. There were no allegations of any bleeding, oozing or weeping wounds. The patient's physician applied an ointment to the skin irritation. Follow up indicated that the skin irritation healed. _______________________________________________________________________________________________________________________________________________________ the patient was inappropriately treated 1 time by the lifevest. The patient's neurological status at the time of the event is unknown. Supraventricular tachycardia (svt) contributed to the false detection. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons were also pressed after the treatment was delivered. The response buttons functioned appropriately. No injury was reported from the treatment. The patient went to the hospital for evaluation. The patient continued to use the lifevest. No deficiencies were alleged against the device. The patient experienced induced vt after the first shock. Patient received an appropriate shock during vt. Post shock rhythm was sinus tachycardia at 140 bpm. A us distributor contacted zoll to report that the patient developed blistering following a treatment. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of irritation is unknown. There is no indication of a reportable serious injury per sop (B)(4) severity matrix and reportability determination flow chart: rash, low severity, no medical intervention, outcome unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.